Event description:
On (B)(6) 2012, during review of the patient's programming history, it was noted that upon interrogation on (B)(6) 2009, the patient presented at settings indicative of a faulted system diagnostics test; output=0ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=0ma/magnet pulse width=500usec /magnet on time=30sec. The date of implant was (B)(6) 2009, so it is likely that a faulted system diagnostics test occurred that date, and it is unclear if the device was intended to be programmed "off" or if the potential faulted system diagnostics test caused the patient to lose therapy. Attempts for additional programming history are underway but have been unsuccessful.

Manufacturer narrative:
Analysis of programming history.

Event description:
The physician indicated in the patient's programming history as performing programming on the patient in 2009, stated that they have no record of that patient.